Manufacturer narrative:
Result of investigation: as a result of investigation these looked like circuit system / user fault issues (not following instructions). No issues found after a complete calibration and verification check was performed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during analysis of log files it shows calibrations and verification was done mat 1 & 2. There was no alarm or abnormality was observed. Circuit test had passed without any issues.there were also alarms 266 "occlusion proximal pressure line"; 257 - proximal pressure line on wrong port and alarm 256 - "disconnection proximal pressure line. This event will bring up and further discuss with the clinical specialist. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 alarmed 125 (peep too high). The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.